Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 200 mg/dl. The customer stated that the bgs may have been caused by being insulin resistance from thyroid issues. The customer thought the tubing may have been kinked. The customer changed the cartridge and infusion set. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine if the tubing was the cause of the occlusion was unable to be performed.